Manufacturer narrative:
H1- changed "serious injury" to "malfunction" h6- health effect-impact code: changed to 2199. Claim# (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -13.0/1.5/101 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced with a shorter length lens intraoperatively on (B)(6) 2020 from patient's left eye (os) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.